Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life was short. A review of the alarm history confirmed one replace battery alarm on (B)(6) 2013. The patient began reusing the pump on (B)(6) 2013 with a fresh battery and noted that the battery power indicator was low battery. There were no low battery or replace battery warnings in the alarm history after (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No evidence of a short battery life was observed in the pump history; battery voltages were within specifications. The alarm history showed no errors or alarms related to the complaint. An external power source was used to test the idle, sleep, rewind, and load currents of the pump; all currents were within specifications. The pump case was removed and no evidence of intermittent connections or moisture was observed.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.